Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had experienced low blood glucose level of 54 mg/dl. Customer treated their low blood glucose level with food. Customer declined troubleshooting. Customer reported skin issues like hematoma and bruising associated with sensor insertion site. It was unknown if the customer was using auto mode. The insulin pump will not be returned for analysis.